Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 77 mg/dl. Troubleshooting for the alarm was performed. Customer advised alarm occurred less than 10 hour from low battery alarm. Customer inserted a new battery however the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file due to connector resistance issue printed circuit board and the power management graph was abnormal. No unexpected pump error noted of detail traces file or formatted history file noted. After disconnecting and reconnecting the connector at printed circuit board, the unit was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit was received with cracked retainer, minor scratched display window and scratched case.